Event description:
It was reported that the hand activation failed to work. The device was removed and replaced and tightened again. However, it continued to fail to activate, which worked well. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.